Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected failed battery test alarm noted. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery when the customer attempted to change the battery. The customer's blood glucose was 326 mg/dl. The customer was advised to clear the alarm, and she confirmed that the battery cap, battery compartment and battery spring did not show signs of corrosion or damage. The customer inserted a new battery with a new battery cap, and she reported that the failed battery test recurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.